Event description:
Initial surgery was performed in 1988. The first band was too tight even after all saline was removed. Dr replaced it. The second band could not be adjusted because the access port flipped over and could not be injected with saline. The third band sprang a leak. Now there is severe gastric distress and the band needs to be removed. Looking for surgeon to remove the band.